Manufacturer narrative:
The insulin pump was returned for power error alarm. Detailed trace analysis confirmed alarm was triggered when the backup battery unloaded voltage (unloaded v lith) was less that 3.7 v for consecutive 240 minutes due to non-sleep anomaly software error. The pump was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.